Event description:
It was reported that before the case was started, the customer powered on the stockert and when he touch the shell of the stockert, he had been electrocuted and there was power leak. The stockert wasn't connected to the patient at that time. They used another stockert to finish the case.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). During the servicing, no errors were found however the front frame and top part were replaced and fixed. Functional and safety test was performed as well as the preventive maintenance (pm) and the unit was found functional and ready for use.the device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.